Event description:
During service by baxter, air-in-line printed circuit board on channel c was found to be out of specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
Evaluation summary: the condition of air-in-line printed circuit board out of specification was confirmed on channel c. The air-in-line circuit board was recalibrated and the pump was returned to the customer fully operational.